Event description:
It was reported that the patient called and stated the system is no longer suctioning properly. She also stated that she thinks she is developing another uti and is in pain but will be seeing her doctor to get checked out. Lms rep performed troubleshooting and the system failed. Patient received a new kit recently but wasn't using it. Informed to switch kit so we could do another troubleshooting. The system failed a second time with the brand-new kit as well. Replacement order placed. Tcm to send biobox. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks) it was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.